Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump received button error and unexpected restart. Customer's blood glucose level was unknown at the time of the incident. Customer did not troubleshoot. Customer account is being researched prior to sending out another pump. Customer has agreed to send the pump back.

Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump passed displacement test and unexpected alarm error test. No unexpected alarm noted. Pump received with broken battery tube thread, cracked reservoir tube lip, missing end cap sticker and minor scratches on display window noted.